Event description:
It was reported that this right ventricular (rv) lead perforated and the patient had a pericardial effusion as a result of the examination. The lead exhibited high pacing thresholds, and the perforation was confirmed through x-ray and the lead was later explanted and replaced. No additional adverse patient effects were reported.